Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The patient was using a tandem t:slim x2 insulin pump at the time of the event. The patient reported that her cgm was showing 400 mg/dl, while a fingerstick blood glucose (fsbg) reading at home was approximately 590 mg/dl. She administered additional insulin using an insulin pen along with pump-delivered insulin, but her glucose levels did not improve. She experienced extreme thirst, nausea, and vomiting, contacted her physician, and sought hospital care. Upon admission, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with an insulin drip, IV fluids, and magnesium. Her insulin pump was removed to avoid overlapping insulin delivery during IV treatment. During removal, the dexcom g6 sensor and transmitter were unintentionally discarded into a sharps container and could not be recovered. At the time of the call, the patient reported improvement, with a blood glucose reading of 79 mg/dl and was awaiting discharge today (B)(6) 2026. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.